Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling a shocking sensation in their back that started a few days after implant. They stated that they were told that the stimulation was not turned on yet and was wondering if this was normal. Patient services asked the caller to check the ins status with the controller to see if stimulation was on or off, and the patient stated that they didn't have the controller with them right now. Patient services redirected the patient to their healthcare provider (hcp) to discuss this further and to call back if assistance is needed with the controller. The patient noted that they have a follow-up appointment scheduled for (B)(6) 2020. The patient may call back for assistance turning stimulation down or off if it is found to be on.